Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A crack on downstream occlusion (dso) seal was noted. Functional testing was performed. The dso seal was found to be damaged. The allegation made by the complainant was confirmed. The dso seal was replaced.

Event description:
It was reported that the device had issue with downstream occlusion seal, needs replacement and preventive maintenance. There was no patient involvement. Evaluation of the returned device identified a crack on the downstream occlusion (dso) seal. This could cause interruption of therapy.